Manufacturer narrative:
PMA/510k: 07oct2019. Date of report: 10dec2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. Per field service engineer (fse) the touch screen issue w ill be address. The determination could not be made that the device failed the specifications. No relationship could be investigated since no product was returned for evaluation. The complaint will be reopened if a sample is evaluated or if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/19/2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient.